Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead was surgically abandoned due to dislodgment resulting in failure to capture and failure to sense.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.